Manufacturer narrative:
(B)(6). The device was manufactured from march 14, 2019 - march 15, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign material was further described as "white plastic". This issue was identified prior to patient use. There was no patient involvement. No additional information is available.